Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and shortly after, the patient received an inappropriate shock due to suspected air entrapment. The device was reprogrammed from primary to secondary sensing vector. Technical services (ts) reviewed the episode and discussed the artifacts are related to air entrapment in the system and recommended to perform x-ray and troubleshooting to try locating the air. The s-ICD system remains in service. No additional adverse patient effects were reported.